Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began when he first used the meter on (B)(6) 2017 at 2:41 pm. The patient stated that he manages his diabetes with a combination of oral medication (glipizide and pioglitazone) and that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient reported that on the afternoon of (B)(6) 2017, he tested his blood glucose in response to symptoms of ¿feeling low¿ and obtained what he felt was an inaccurate high blood glucose reading of around ¿120-122 mg/dl¿; the patient felt the meter should have provided a result in the "80's mg/dl" range. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient claimed that a few minutes after obtaining the alleged elevated result, he developed symptoms of ¿weakness and was shaky.¿ in response to the symptoms, the patient claimed he treated himself with 1-2 glucose tablets. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.